Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported non-compatible scope connection error e315 during "inspection for use" involving an olympus gastrointestinal videoscope.